Event description:
A surgeon reported that the vitreotome worked slower than expected (2500 cpm instead of 5000 cpm). The vitreotome was taken out and inserted again and it worked correctly. Surgery was completed with a delay of 10 minutes and with no patient harm. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).